Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. Conclusion code applies to the pump and conclusion code applies to the physician programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine, prialt, and morphine at unknown concentrations and dosages via an implantable pump for non-malignant pain. It was reported that the pump was not updated at the last refill and the concentration was changed/reduced. The patient experienced withdrawal and the empty reservoir alarm occurred. The healthcare provider (hcp) would correct the programming. Based upon the timing all the old drug was delivered and only ¿new¿ drug was in the drug path. The event date was stated as (B)(6)2017. There were no further complications reported or anticipated.